Event description:
It was reported that the user experienced an episode of low blood glucose after her usual breakfast, with a nadir of 54 mg/dl and a subsequent measured glucose of 62 mg/dl after oral carbohydrate treatment, and she perceived the drop without being able to describe specific symptoms. Symptoms included hypoglycemia. Outcomes included transient low glucose resolved with oral glucose. Investigation included case triage, troubleshooting, and user education. Investigation of this case revealed no device malfunction and no identified device component issue, with the event attributed to unclear factors that could include environmental or physiological variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.